Event description:
It was reported that a guidewire break occurred. A 1.50mm rotalink plus and rotawire were selected for use. During the procedure, the guidewire broke. The procedure was completed with another burr. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the rotawire was returned for analysis. The wire was separated 200.3cm from the proximal end of the wire, and only the proximal portion of the wire was returned. Dimensional inspection of the outer diameter of the middle and proximal section, found the device within specification.

Event description:
It was reported that a guidewire break occurred. A 1.50mm rotalink plus and rotawire were selected for use. During the procedure, the guidewire broke. The procedure was completed with another burr. There were no patient complications.